Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and found an increased intra-peritoneal volume (iipv) event during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain / use error due to the tidal ultrafiltration removal being set too low. A service history review revealed no previous service events were related to the iipv. Labeling review found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's drain volume was 2087ml. The fill volume was 1300ml. This meets iipv criteria. Product surveillance left a detailed message with the nurse to notify her of the iipv event. Product surveillance advised to call should she have any questions. No patient injury or medical intervention has been reported. The patient has been transplanted since this event. No further information is available.